Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the main cart uninterrupted power supply (ups) and battery required replacement. The system then passed the system checkout and was found to be fully functional. The main cart ups was returned to the manufacturer for analysis. The returned ups was found to have blown field-effect transistors (fet). All outputs measured expected voltage. The power button illuminated as intended and powered the ups on and off. Analysis found that the reported event was related to an electrical issue. The battery was returned to the manufacturer for analysis. Analysis found that the returned battery was drained and would not hold a charge. Analysis found that the reported event was related to an electrical issue.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that upon unplugging the system from the wall, it powered off without user prompt. The site charged the battery for a few hours however the charge value never rose above 0%. There was no patient present at the time this issue was observed.